Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, cuff tested before use but when placing the intubation tube, the cuff burst when re-inflated. The patient was reintubated.